Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had spams and a lot blood in urine. It was indicated that a couple week ago, patient¿s urine was dark and it cleared up but then it came back and went away again. Patient was currently on antibiotics and they were checking to see if patient had urinary infection. Patient had appointment with healthcare provider (hcp) the next day.